Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for an unknown reason with a potential device infection. Physician elected to re-intervene by explanting the graft, however, the patient could not tolerate the procedure and subsequently expired.